Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received two no delivery alarms. Blood glucose at the time was 350 mg/dl. Customer stated the insulin did exit the tubing with manual prime. Time and date were incorrect and customer was unsure if basal rates are correct and bolus wizard settings are unknown. Customer declined to perform the high pressure test. Customer removed the infusion set and the cannula is not bent. Blood glucose value was 277. Customer had to change the infusion set three times. Nothing further reported.